Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button error alarm and frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the .buttons was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners. The test reservoir locked in place properly and no anomaly noted.